Event description:
The ta 3.5 stapler was fired once on the rectum and only half the stapler fired. This caused bleeding and leakage of the rectum and a temporary ileostomy had to be performed. An additional four hours were added to the case. It was noted that the pin was seated manually before firing.